Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that during dialysis treatment with a bioflo duramax 15.5f 32 cm dual-valve sheath catheter kit, leakage was observed near the luer neck. Blood leakage occurred from the arterial limb, resulting in termination of the dialysis treatment. The catheter was exchanged with another device. Device evaluation confirmed a fracture/hole in the extension tubing adjacent to the arterial hub luer. Investigation determined the most likely cause to be over-torquing of the extension tubing-to-luer hub junction during cleaning or handling. No manufacturing or assembly deviations were identified in the device history record.